Event description:
It was reported that revision surgery was performed due to synovitis, arthrofibrosis, and dislocation of the patellar component. Per the surgeon, the event was not related to the device.